Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Ventricular tachycardia- non-sustained episode #22 with evidence of t-wave oversensing (twos). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the system was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.